Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged safety mechanism is confirmed, but the root cause could not be determined. One photograph of a 20 ga powerloc max was returned for evaluation. An initial visual observation of the photograph showed no obvious use residues throughout the infusion set. It was observed that the safety mechanism was no longer attached to the needle or the infusion set. There were no distinguishing features in the photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, huber needle malfunction that almost resulted in a needle stick. No other information was provided.

Event description:
It was reported by the customer, huber needle malfunction that almost resulted in a needle stick. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.